Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a moderately tortuous and severely calcified coronary artery. A 10mm x 2.50mm flextome cutting balloon was selected for use. During procedure, upon second inflation, it was noted that the balloon ruptured at 8atm for 20 seconds. The device was removed and the procedure was completed with a different device. No patient complications were reported.